Event description:
The patient was implanted with a t-sling. Later the patient experienced eroded midurethral sling, pelvic and vulvovaginal pain. An excision of eroded vagina mesh under general anesthesia was performed.